Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer experienced an low blood glucose (bg) level. Customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. Subsequently, the customer required assistance addressing bg level with intravenous fluids of saline and insulin. Prior to 3rd party assistance, the customer consumed carbohydrates in attempt to address bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. System check with tandem technical support confirmed the pump was functioning as intended.